Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that erbe error c-34 and c-00 appeared. The customer rebooted the erbe; however, the error persisted. The customer used a third-party energy device. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned by using the third-party external generator on (B)(6) 2025. Patient information was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe returned for failure analysis with reported problem was confirmed using system error logs; c-34 errors was logged along with m-11 and c-37 error. Significant number of 25920 bipolar faults were observed. Additional 1-8a and m-35 errors were also logged. Inspection during fa process was able to replicate the reported event. The unit was tested on system, and c-34/c-00 error appeared on startup. Additional c-00 errors were observed in the erbe error logs. The unit will be sent to original equipment manufacturer for further investigation. The complaint was confirmed by failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.